Event description:
This was a right sided, cardiac lead removal of 2 rv leads (both leads 20 years old) due to an acute infection. The procedure was performed in the ep lab with arterial line placement, active fluoroscopy, tee available, and the CT surgeon on standby in the operating room. The md prepped both leads with a lld-ez and began lasing the biotronik lead with the 14f sls ii and the teflon outer sheath. The lead partially broke during extraction but was eventually removed. The cpi-guidant lead was extracted without difficulty. Following the final lead extraction fluoroscopy showed a possible cardiac tamponade. The patient was transferred to the operating room and a pericardiocentesis was performed approximately 10 minutes after the first indication of status decline. The patient was monitored but the arterial blood pressure declined. Within 30 minutes of the first indication of status decline a subxiphoid window was performed and at 40 minutes the patient succumbed to cardiac insufficiency and hypovolemia. The md believes the patient suffered a rv tear during the extraction. No spnc device implications were made concerning the patient's final outcome. There were no devices retained for return analysis as they were disposed of during surgery. Attempts for further device lot information were unsuccessful, the hospital stating they did not record the lot/serial numbers.